Event description:
Two days after the patient went to store, he started experiencing increased shakiness, rigidity, and return of symptoms. The patient was admitted to the ER; a CT scan and blood work were done and no issue was found. Turning the implantable neurostimulator (ins) off made the patient feel better. The ins was replaced. Additional information has been requested from the health care professional, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.